Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. A review of the performance data for 02/06/2024 indicates that following the 2 hour warmup period the device immediately displayed estimated glucose values (egvs) of 39 mg/dl and alerted the user with an urgent low alert which repeated every 5 minutes with escalating audio volume starting at vibrate then escalating to 50% volume then 100% audio volume. The alert continued to 7:16 pm when the alert transitioned to a no readings alert due to a temporary sensor failure condition. The no readings alert then repeated every 5 minutes with escalating audio volume until 8:51 pm when a signal loss event occurred which lasted until the following morning when a sensor failure occurred due to low counts aberration occurred and the session was ended. None of the alerts, occurring on 02/06/2024, were acknowledged by the user. Data was provided for investigation. The problem of a blank screen with no error message displayed was confirmed. The probable cause was determined to be sensor failure due to low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that after the two hour warm up, the mobile app showed a blank screen with no error message displayed. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event, the patient stated that after the two hour warm up period, the cgm had a blank screen. She took a finger stick reading and it was 69 mg/dl. In the middle of eating, she collapsed/passed out. It was not reported where the patient was during this time; however, someone called paramedics and the patient was taken to the hospital. It was reported that the patient was unconscious for about 3-4 hours. At the hospital, the patient was treated with a glucagon injection and IV therapy (d5w). The patient stated she was in the hospital overnight but it was not clarified if she was in the hospital for less than or more than 24 hours. At the time of the report, the patient was doing okay. Data was received but is pending evaluation. A follow up report will be submitted upon completion. Data was received but is pending evaluation. A follow up report will be submitted upon completion.